Event description:
Libre 3 plus sensors are reporting inaccurate glucose readings. Dangerously low readings that require medical attention. These are false reports but these are units outside of their recall. This would indicate the problem is still occurring on all their units not just the recalled units. Patient:4580. Device:1535;2460. Referenced reports: mw5181312.